Manufacturer narrative:
A ge service rep performed an onsite investigation. The heat sensor on the sbc board, control panel processor board and gib batteries were evaluated and replaced. The ffb, gib boards and ps2 power supply were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the system locked up but the customer was able to reboot and continue using the system. There is no report of death or serious injury.